Manufacturer narrative:
Investigation summary: based on the information available, the cause that contributed to the reported inflation issues cannot be established as the product is not available for analysis. DHR review: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Technical analysis: the device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient complained about the ambicor penile prosthesis (app) not inflating properly. The physician inflated the device in office but the patient was not satisfied and wanted it replaced. A surgical procedure was performed in which the existing device was removed and a new app was implanted. There were no air or holes observed during the procedure and the pump was not staying flat. There were no patient complications related to the event.